Event description:
The customer reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and was instructed by technical support to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Reloading the same cartridge successfully resolved the issue, allowing the customer to resume insulin delivery.